Event description:
On 05/20/2026, dr. (B)(6)I reported that a 37 year old male patient presented to his office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #03. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026, four weeks after implant placement. During the examination, the doctor determined that the implant had failed to osseointegrate. Additionally, the doctor noted that the implant was loose due to infection and was removed using a hemostat and curetted on the same day the patient presented with the issue. It was reported that the implant was not replaced. The patient experienced symptoms of infection and granulation/fibrous tissue around the implant, which resolved after implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and excellent oral hygiene. No abnormalities with the implant or packaging were reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).